Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to have depleted faster than expected. The customer's blood glucose (bg) level was 90 mg/dl. The customer reported that battery depletion was within normal parameters at the time of speaking with tandem technical support.